Manufacturer narrative:
(B)(4). The handpiece was received with nose cone slightly separate from the mid housing. In addition, the mount was noted to be loose. The handpiece was connected to the generator and "reactivate" alert screen was displayed. However, no functional testing could be performed due to the separation of the nose cone and the mid housing. The instrument was disassembled to inspect internal components and one of the internal wires was found to be disconnected. The transducer assembly was not held in place due to the separation to the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. This caused a short circuit condition. No conclusion can be made as to why the nose cone got separated. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during an unknown procedure, the hand switch buttons didn't work. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.